Event description:
It was reported that a defibrillation lead impedance warning of >200 ohms was observed during follow-up. The lead was later partially extracted and a new lead was implanted. No part of the extracted lead was returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. D364drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010. (B)(4).